Event description:
It was reported that during the implant procedure when the physician inserted the first needle, he got a wet tap. The device was moved up one level to finish the procedure. A blood patch was done before the wound was closed. No further complication was reported as a result of this issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.